Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the force bipolar instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument would not work as normal. It had jumped off at the joint. There was only a little stitching left, so the surgeon clamped the connector back together and sewed the few stitches that were left. It was the end of the life of the instrument, but wanted to send it in as this particular failure has repeated itself several times on exactly forced bipolar. There must be some weakness in it. It was encouraged by intuitive to use this particular instrument for hernia, then it should withstand the strain it receives by, for example, pulling the abdominal wall together with a thick wire; 0 vloc. The operation was completed and no life left on the instrument. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the port was not increased in order to remove the instrument and cannula. The reporter confirmed that the instrument in strong grip mode at the time of event. The jaws were not stuck on tissue when the issue occurred, they were holding suture. The best describes of the instrument issue is that pin was sticking out and the wrist could not be straightened due to physical damage - one sequence of the wrist on the instrument was popping out of position. They had difficulties to remove the instrument through the cannula and had to remove the instrument and cannula together. Reporter provided an image for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have two (2) bent grips at the end of the distal clevis and the closing over the distal clevis seems to be enlarged (wide) causing a weak grip by moving of the joint. The complaint regarding the misalignment of the instrument joint was confirmed by failure analysis. Per image review, it appears that the jaw tang has dislodged and has stuck at the cannula tip while the user tried to uninstall the instrument from the arm.

Event description:
Refer to h11 for follow-up information.